Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient heard an alert and felt lightheaded. The alert was triggered for lead integrity and non-sustained episodes with noise were indicated. The oversensing was thought to be causing the inhibition of left ventricular pacing. Reprogramming was performed. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.